Event description:
It was reported that, surgeon took patient to surgery on (B)(6) 2012 for abductor repair. Surgeon replaced modular neck and head at that time. Surgeon noted soft tissues, described as "abnormal".

Manufacturer narrative:
Additional information (including x-rays and medical records) was requested. When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient event as MFR # 9616680-2012-00635.